Event description:
Please refer importer report number (B)(4).

Manufacturer narrative:
Problem was caused by an excessive mechanical stress during manipulation of the camera. (B)(4). Maquet medical systems USA submits this report on behalf of the device manufacturing facility. (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.